Event description:
In 2008, a doctor reported that a gold crown placed with maxcem elite on a patient's tooth #31 had fallen off after 5 months from placement.

Manufacturer narrative:
The doctor reported that she recemented the patient's crown using a different product without incident. The patient is doing fine. The actual device involved in this incident was not returned to kerr corporation for evaluation. Therefore, the retain sample underwent adhesive strength testing. The results indicated that the product was within specifications; please see the attached evaluation report. This is the third MDR report of three incidents reported. - attachment: [maxcem elite 2024312-2008-00042 - evaluation.pdf]